Event description:
I am a type 1 diabetic using a medtronic 670g pump and sensor. Medtronic states that the sensor can report a 20 point deviation from a finger stick blood sugar test. This deviation can be low or high and varies all the time with each sensor. Between november and (B)(6) 2023 I had too many sensor deviations vs my finger stick. As an example on (B)(6) 2023 at 12 noon my blood sugar was 37 and the sensor said it was 120. This is life threatening. The sensor failed to register a correct blood sugar or a 20 point deviation. I am listing some of these deviations. (B)(6) 2023 6 pm, finger stick: 50, sensor: 121; (B)(6) 2023 2am, finger stick: 136, sensor: 85, these are only a few of the deviations. The low sensors errors at night intrude on my sleep which put me at risk for sleep deprivation. When the sensor has an erroneous high reading but I really am low. I do not get an alert. This put me in danger. I understand that the FDA certified the sensor with the 20 point deviation however, these sensors, made by medtronic, do not meet the standard. This type of error is not acceptable and is life threatening to many diabetic. Many diabetic such as me, do not feel our lows which puts us at further risk when the sensors are not accurate or reliable. Glass of wine a week.